Event description:
Surgeon reported via our sales rep, that the nail at the level of the lag screw broke postoperatively.

Manufacturer narrative:
Additional information has been received and if received will be submitted on a supplemental report.